Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, this 840 ventilator suddenly generated an audible and visual alarm, the ventilator stopped working and displayed a "hardware failure" fault prompt. The patient was manually ventilated and transferred to an alternate ventilator without injury.

Manufacturer narrative:
Patient information and relevant history cannot be provided due to china's personal information protection law. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, this 840 ventilator suddenly generated an audible and visual alarm, the ventilator stopped working and displayed a "hardware failure" fault prompt. The device was not available for evaluation. It was reported that the customer confirmed the reported issue and repaired the unit themselves to resolve the issue. Follow up for additional information and repair details were made but no information could be obtained. No product was returned for evaluation or made available to medtronic. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.